Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for routine follow up, low, out of range, low voltage lead impedance and several episodes of auto mode switch due to noise was observed on the ra lead. Patient is not dependent. Prior low impedance events were observed as well. Capture and sensing measurements were good. Noise was able to be reproduced. No programming changes were made due to minimum pacing percentage in the atrium. Patient will continue to be monitored.